Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was over 447 mg/dl at the time. The customer was assisted with troubleshooting for high blood glucose. The customer was not alleging that the insulin pump was under delivering. The customer was treated with insulin pump for her high blood glucose. The customer's current blood glucose level was 324 mg/dl. The insulin pump will not be returned for analysis.